Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: it was performed the DHR, maintenance records were performed and quality notifications were checked and no deviations were found for this batch. Photos were made available by the client for evaluation, where it was possible to observe a mixed needle. According to the production history verification the cause for the occurrence is related to an operational failure during line setup and cleaning, where a needle from the previous catalog was packaged in the lot the operators of the line involved will be notified of the occurrence and will receive additional training on the line cleaning process. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that needle precisionglide 21x1-1/4in had a mix of product types in the pack. The following information was provided by the initial reporter: "when opening the package, it was found a quality deviation. Verified the presence of a different product in the pack."